Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained with an ipsolateral approach from the femoral artery. The 99% stenosed lesion was located in a calcified and severely tortuous vessel below the left knee. A 2mm x 20mm x 142cm sterling es pta balloon dilatation catheter was selected for pre dilation and during advancement through the calcified vessel slight resistance was encountered. On the first inflation to 4 atms for approximately 5 seconds, a balloon rupture occurred. The balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an over-the-wire sterling es balloon catheter. Visual analysis revealed dried blood and contrast were present in the shaft and balloon. The balloon catheter was returned in a deflated state. Microscopic analysis revealed a pinhole and scratches in the balloon wall located 25 mm from the tip and the distal tip was damaged. Inspection of the balloon presented no irregularities in the balloon material and the ro markers that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained with an ipsolateral approach from the femoral artery. The 99% stenosed lesion was located in a calcified and severely tortuous vessel below the left knee. A 2mm x 20mm x 142cm sterling es pta balloon dilatation catheter was selected for pre dilation and during advancement through the calcified vessel slight resistance was encountered. On the first inflation to 4 atms for approximately 5 seconds, a balloon rupture occurred. The balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)